Manufacturer narrative:
(B)(6). Additional information was requested and the following was obtained: did clips fall off of vessel after applied to tissue? No. Was there any bleeding? No. If bleeding, how was bleeding managed? N/a.

Event description:
It was reported that during an open prostatectomy, on the first firing the device would not work; the clip would fall apart (the legs would open up/malformed). This happened for four to five clips and then a second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Antibackup the analysis results found that the mcl20 device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw, however, 14 clips were formed conforming and dropped from the jaws. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. It is possible this damage was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.